Event description:
It was reported that following appropriate high voltage therapy for a vf event, the device exhibited undersensing of a subsequent vf event, resulting in delayed charging. The vf terminated spontaneously. Programming changes were recommended and the device remains implanted.